Event description:
A customer reported that during an emergency care procedure, using a glidescope go 2 monitor, the screen went black when used with a glidescope spectrum single-use qc hyperangle s4 laryngoscope. The procedure was successfully completed after the s4 was switched to a glidescope spectrum single-use qc hyperangle s3 laryngoscope which worked with no issues. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A loaner monitor was provided to the customer and the customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connected to verathon's known, good test laryngoscope and video baton, evaluating each through thorough motion with the monitor, no image issues were observed. The customer's glidescope go 2 monitor passed verathon's device functionality testing. The glidescope spectrum single-use qc hyperangle s4 laryngoscope initially used with the monitor during the reported incident was not made available to verathon for evaluation. Based on the customer reporting that the procedure was successfully completed after switching to a s3 laryngoscope, it is likely that the initial s4 laryngoscope used with the monitor caused or contributed to the image issue. No further investigation is required at this time. Verathon will continue to monitor for trends.